Manufacturer narrative:
Initially, the customer reported a lot code of 111. However, integra received back for evaluation and inspected a device with lot code 109 and not 111.

Event description:
It was reported that the device was broken. No other information provided. Additional information received on 26nov2015 with the following: the device cracked. There was no impact on the patient.

Manufacturer narrative:
Integra has completed their internal investigation on (B)(6) 2016. The investigation included: evaluation of actual device. Review of device history records. Review of complaints history. Engineering and repairs were able to verify the customer complaint. The root cause cannot be 100% attributed at this time. There is a chance that it could be a combination of wear and tear, adjusting the handle and clamping continuously. Device history record reviewed for product ID (B)(4) lot code 109 (manufactured on (B)(6)2010 ) show no abnormalities related to reported incident found. Devices with lot code 109 passed all required inspection points with no mrr¿s, variances or rework associated to the devices referenced below. No prior service history is on file for the returned device. A two year look back in trackwise for this reported failure and or related to "cracked¿ for this product ID shows that 9 complaints were received including this case, see below. No new design or manufacturing trends have been identified. This issue will be monitored. In summary, engineering and repairs were able to verify the customer complaint. The root cause cannot be 100% attributed at this time. There is a chance that it could be a combination of wear and tear, adjusting the handle and clamping continuously. This item was made in (B)(6) 2010(lot code 109). It is unknown whether the unit had been submitted for repairs and maintenance since the time it was purchased.